Event description:
It was reported that this implantable cardioverter defibrillator delivered appropriate anti-tachycardia pacing (atp) therapy for the patient's ventricular tachycardia (vt) arrhythmia; however, the atp accelerated the vt into ventricular fibrillation (vf). This occurred in two episodes, and in each episode a single 41 joule shock was delivered to successfully convert the vf. It was also noted that the shock impedance trends show variations of greater than 30% in the last 12 months; however, remain within normal range. This device remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, a supplemental report will be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator delivered appropriate anti-tachycardia pacing (atp) therapy for the patient's ventricular tachycardia (vt) arrhythmia; however, the atp accelerated the vt into ventricular fibrillation (vf). This occurred in two episodes, and in each episode a single 41 joule shock was delivered to successfully convert the vf. It was also noted that the shock impedance trends show variations of greater than 30% in the last 12 months; however, remain within normal range. This device remains implanted and in service. No additional adverse patient effects were reported. Update: at this time, no further information has been provided. Should additional information become available, a supplemental report will be provided.